Event description:
It was reported that during testing it was observed that the attachment device was "overheating". The alleged malfunction was observed prior to surgery. There were no delays to the scheduled surgical procedure as an identical spare device was available. No injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.